Manufacturer narrative:
Other, other text: one device was returned for investigation with original packaging opened. Device was visually inspected at 12 and 16 inches with normal conditions of illumination. Per the visual inspection, no device issue was found. Functional testing was done where the sample was inflated and submerged under water to detect any leakage. No leakage was found from this test. The complaint was not confirmed. No root cause able to be determined as no device issue was found. Device history review showed no non-conformities during the manufacturing process of the reported lot number.

Event description:
It was reported that during pre-test, an air leak was observed making the cuff unable to be inflated. No patient injury. No additional information is available for this complaint.